Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an echo was performed on the patient and found possible issues with unloading of the pump. A log file analysis was performed and no unusual events were recorded. The pump was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively determined through this evaluation. The submitted controller event log file contained data from(B)(6)2020 through (B)(6)2020 . The log file captured 86 pi events over the 4 days of captured data which is not considered abnormal. No atypical alarms or events were captured throughout the submitted log files. The pump appeared to be functioning as intended at or above the low speed limit with stable parameters. The account communicated that an echocardiogram showed possible issues with the unloading of the pump. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number(B)(6) . No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU explains that the pi calculation represents cardiac pulsatility and typically range from 1 to 10. The magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). The IFU also lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.